Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at18:36:59. During night drain cycle three, the patient's ultrafiltration reading was 1406ml, indicating the home patient (hp) drained 1406ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the reported issue was identified through the review of the logs. The cause was determined to be one or more cycles advancing to the next fill when slow or no flow occurred above the minimum drain volume threshold. If additional relevant information becomes available, a supplemental report will be submitted.